Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was recived for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that lactated ringers, an antibiotic and ¿relaxing medication¿ was infusing and spilled onto the floor, the patient and the bedding when the tubing separated from the bottom of the drip chamber. The only external force applied to the tubing was the tracker badge. The tubing was replaced without incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing disconnected from the drip chamber while infusing lactated ringers into a patient. The only external force was the tracker badge on the line. There was no patient harm.